Manufacturer narrative:
B5-significant reduction of irido-corneal angles (ica) should also have been reported in initial medwatch report (MDR). F3, f4, f5-information was entered in error in initial MDR. H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. There was clear surgical residue and debris on the lens. Visual inspection found no visible damage to the lens. H6-patient code 3191: no code available (significant reduction of ica) claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -18.00/2.5/105 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.